Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) causes a red alert to be declaired due to high shock impedances. The patient's physican is aware of the situation and the patient will be monitored as the pacing system remains implanted at this time. (The right ventricular (rv) lead model/serial number are unknown at this time) no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device continued to exhibit high shock lead impedance measurements. Recent device follow up showed normal impedance measurement values. No adverse patient effects were reported. The device remains in service.